Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that an error 01(patient line open) occurred due to which there was leakage in defective arctic gel pads were the reason. After pads exchanged, the treatment was successfully continued. Per follow up information received via email on 01nov2022, the device was evaluated at the facility by medtech representative on 20apr2022. No issues found with device. Pads were exchanged and alert 01 (patient line open) resolved. Patient completed therapy with new pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that an error 01(patient line open) occurred due to which there was leakage in defective arctic gel pads were the reason. After pads exchanged, the treatment was successfully continued. Per follow up information received via email on 01nov2022, the device was evaluated at the facility by medtech representative on 20apr2022. No issues found with device. Pads were exchanged and alert 01 (patient line open) resolved. Patient completed therapy with new pads.